Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. A kink was observed on the inner lumen within the membrane approximately 16.8cm from iab tip. A kink was observed on the catheter tubing approximately 36.6cm from iab tip. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. The optical fiber was found to be broken confirming the sensor failure and the inner lumen was kinked causing the clotted lumen. The evaluation confirmed the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the fiber optic (fo) was not working and the central lumen was clotted. It was noted that the patient had just come from the operating room (or). The getinge representative instructed the customer to reconnect the fo cable. When this was done, the console did indicate there was a fiber optic sensor failure. The customer was walked through the steps to connect the pressure cable to a radial arterial line available and this worked well. There was no patient harm or adverse event reported.